Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No devices associated with this report were returned. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4) superseded by mdd CAPA (B)(4). A search of the complaints databases against the femoral stem was not possible as the necessary product/lot code combination was not provided. The patient was initially implanted with depuy devices in january 2007 and revised for infection in (B)(6) 2009. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than two years post primary implantation. The investigation can draw no conclusions with the information made available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated infection with a loose stem and cup. There was no mention of metallosis or metal poisoning as litigation alleged. All implants were removed and prostalac was placed. Patient was reimplanted on (B)(6) 2010. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2007. Pt is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Pt had the right asr hip implant explanted on (B)(6), 2009 and underwent another revision on or about (B)(6), 2010.